Event description:
It was reported that the ventilator had no output volume with an audible alarm during testing and prior to being placed on a patient. The patient was placed on the back-up ventilator.